Event description:
An article titled 'late differences in outcomes of patients with stable angina and an isolated lesion in the proximal left anterior descending artery treated with new generation drug-eluting stents' was submitted for review. The aim of this article was to compare long-term outcomes of patients with chronic stable angina and an isolated de-novo lesion in the proximal left anterior descending artery that underwent percutaneous coronary intervention with endeavor-zotarolimus eluting stents (e-zes) and everolimus eluting stents (ees). 600 patients were included in the study. 180 underwent e-zes and 420 underwent ees implantation. Medtronic endeavor rx stents were among the stents used. Clinical follow-up was performed up to 7 years. Clinical outcomes were target lesion failure (tlf), a composite of cardiac death, myocardial infarction and target lesion revascularization (tlr), the patient-related outcome (pro) and stent thrombosis. The study concluded that both stents provided a favorable safety profile, with ees demonstrating better effectiveness.

Manufacturer narrative:
Journal article: late differences in outcomes of patients with stable angina and an isolated lesion in the proximal left anterior descending artery treated with new-generation drug-eluting stents year: 2015 ref: doi: 10.1016/j.ijcard.2015.01.044 b3: date of publication death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. If information is provided in the future, a supplemental report will be issued.